Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced valve 1 as a precaution as the valve was clogged with debris. The fsr disposed of valve 1 on-site. The filters were also full of debris and were removed and cleaned, flushed tank and reinstalled filters and tested unit. This was found when function testing after changing the water in the unit. It was a spare unit. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unt had no flow. There was no patient involvement.